Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.